Event description:
On (B)(4) 2012, customer reported that their dxc 800 pro instrument generated false low carbon dioxide (co2) results for 6 patient samples, and suppressed the result for another patient sample. Results were reported out of the lab. When the issue was noticed, the samples were rerun on another dxc instrument in the lab. Treatment was not initiated or withheld based upon the original results reported. Quality control prior to the event was within lab-established ranges. Customer technical support (cts) assisted the customer with troubleshooting. Cts instructed the customer to perform twice weekly maintenance, replace the co2 membrane and clean the sodium (na) reference electrode. This resolved the issue. No further issues were reported.